Manufacturer narrative:
Medwatch sent to FDA on 7/20/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of anaphylactic reaction and hardened lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of anaphylactic shock and skin irritation: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site. Cases of necroses, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injection shave been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine and juvederm volift with lidocaine in the cheek, perioral area, nasolabial folds and marionette lines. Around 3 months later, the patient developed "hardened lumps" in the marionettes, lip and submalar. Patient was then treated with hyaluronidase. About two weeks later, the patient had an anaphylactic reaction to the filler and went to the emergency room and is being reviewed by a dermatologist specialist.